Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the physician asked how to access prm using the recharger. The caller indicated the ins was overdischarged because it had not been charged in 3 months. She could not communicate with the ins and had symptoms return. No further complications were reported/anticipated.